Manufacturer narrative:
G4: 19feb2020. B4: 26feb2020. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
It was reported that the ventilator had a bad touchscreen. There was no patient involvement.